Manufacturer narrative:
Insulin pump was received with blank display due to missing battery tube contact spring. Unit was received with missing display window cover and cracked select button keypad overlay. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that the spring on the battery compartment was loose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.